Event description:
On (B)(6) 2012, the customer reported that this right ventricular (rv) lead exhibited pacing impedance measurements of 222 ohms. All other lead diagnostics were acceptable. Technical services (ts) discussed performing full diagnostics at device change out. No adverse patient effects were reported. Additional information was received indicating this lead was surgically abandoned during a device change out procedure. It was noted at the explant that along with the low pacing impedance measurements, poor sensing and high pacing thresholds were observed (thresholds were 4.0v at time of explant). No adverse patient effects were reported. The lead was actively implanted for approximately (B)(6).

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.